Event description:
Customer reported an issue with the time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor any future discrepancies, instructing to follow up if the discrepancy persists. Customer understood and acknowledged the guidance.